Event description:
At 12:15 am the customer received a blood glucose result of 286 mg/dl on his guide system. Based on this result the customer injected 4 units of novolog. At 3:00 am the customer's legs began shaking and he was unconscious. The customer's wife woke up and tested the customer's blood glucose. At 3:07 am the customer's blood glucose reading was 92 mg/dl. The wife immediately called the emt's based on the patient's symptoms. The customer's wife re-tested his blood glucose at 3:14 am and received a result of 38 mg/dl. The customer's wife treated him with a glucagon injection. The emt's arrived and waited for the customer to regain consciousness; the customer became conscious at 3:39 am. No treatment was provided by the emt's. Before leaving the emt's had the customer test his blood glucose; at 3:39 am the customer received a result of 132 mg/dl on the guide system and within 10 minutes a result of 108 mg/dl on the emt's meter. The customer was not transported to the hospital. The lot number is not available. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.